Event description:
It was reported that, pt has a lot of pain and can't walk for any length. Metal levels are high. MRI shows hip needs to be replaced. Pt also saw 3 additional doctors for pain.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.